Event description:
It was reported the pt (B)(6) was no longer receiving stimulation. When the pt would attempt to turn stimulation on, it would turn off automatically. A diagnostic test found invalid impedance measurements. The physician elected to proceed with surgical intervention. Intraoperative testing determined the scs lead extension was the source of the issue. The lead extension was then explanted and replaced which resolved the reported issue. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.